Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging the one touch verio iq meter kit was missing the usb cable. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The usb cable was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter kit had a missing usb cable. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(Serial #) information was not provided.